Event description:
It was reported the pt is not satisfied with his scs system. The pt stated the system does not help relieve his pain. The pt also stated his system has been unsuccessfully reprogrammed multiple times. The pt is considering having his scs system removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.